Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one navarre locking pigtail 6 fr x 15cm universal drainage catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for crack in device, as no cracks on the device were observed during sample evaluations. The definitive root cause could not be determined based upon available information, as the alleged device issue was unconfirmed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.